Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced experiencing high blood glucose. Customer¿s blood glucose level was 417 mg/dl at time of incident. Customer stated that the insulin pump was able to delivery bolus when they was at 276 mg/dl. Customer reported that they did not feel okay to troubleshooting and declined it. The insulin pump will not be returned for analysis.